Event description:
Info received indicates that the doctor reported a revision surgery that was done in 2009 to remove/release a miniarc sling from the pt who was implanted the month prior. Pt was complaining of pain, burning and partial retention. After the removal, the pain was immediately resolved by removing the miniarc sling, and post operatively the pt reports a resolution of her pain, urgency and voiding dysfunction.